Manufacturer narrative:
Results: the second catrx was fractured approximately 21.0 cm from the hub. Conclusions: evaluation of the first returned catrx confirmed a fractured catheter. If the catrx is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. Evaluation of the second returned catrx confirmed a fractured catheter. If the catrx is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. The root cause of the reported unable to track the two catrxs to the thrombus could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02266.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-02266.

Event description:
The patient was undergoing a thrombectomy procedure in the left circumflex using indigo system catrx aspiration catheters (catrxs) and a 6fr guide catheter. During the procedure, the physician was unable to track two catrxs to the thrombus in the circumflex, but the catrxs did not have issues delivering a balloon. The catrxs broke before exiting the same guide catheter. A catrx broke at the mid-shaft, and the other catrx at the proximal end. It was reported that the break may have occurred due to the patient anatomy. Therefore, the catrxs were removed. The patient was treated with medication, percutaneous transluminal angioplasty (pta), and stenting. There was no report of an adverse effect to the patient.